Event description:
This report summarizes 48 malfunction events in which the device had paint chips missing. 48 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 47 events were originally reported for this failure mode during the reporting quarter. 1 event was inadvertently excluded. 48 reported events are included in this follow-up record. Product return status: 7 devices were received. 41 devices were evaluated in the field.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 48 events were originally reported for this failure mode during the reporting quarter; however, - 2 events were inadvertently excluded. - 50 reported events are included in this follow-up record. Product return status 35 devices were received. 15 devices were evaluated in the field.

Event description:
This report summarizes 50 malfunction events in which the device had paint chips missing. - 50 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 47 events were reported for this quarter. Product return status: 6 devices were received. 41 devices were evaluated in the field. Additional information: 47 devices were not labeled for single-use. 47 devices were not reprocessed or reused.

Event description:
This report summarizes 47 malfunction events in which the device had paint chips missing. 47 events had no patient involvement; no patient impact.